Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a flexible ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the aiming beam was not visible. The tip of the fiber detached and remained inside the scope. No parts of the fiber fell inside the patient. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a flexible ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the aiming beam was not visible. The tip of the fiber detached and remained inside the scope. No parts of the fiber fell inside the patient. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination reveals that there is no exposed glass remaining at the tip. The pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip detached.